Event description:
Health care provider reported receiving imprecise sequential readings on the precision g blood glucose monitor. The values, when plotted on parkes error grid fall in the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.